Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2012; 4968-60 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning for low pacing impedance, just below the programmed threshold, on the right ventricular (rv) lead was observed. The rv lead remains in use. No patient complications have been reported as a result of this event.